Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿lead misalignment.¿ it was clarified that ¿lead misalignment¿ referred to lead migration. It was stated that ¿there was no lead damage such as lead cutting¿ and that instead ¿it moved from the position where it had already been placed.¿ it was noted that ¿one moved to the cephalic side and the other to the caudal side;¿ however, ¿it did not come out of the epidural space. The cause of the issue was not determined; however, ¿the doctor was of the opinion that it was a problem with the tissue at the puncture site, not with the product.¿ the ¿problem was temporarily resolved, but only one lead misalignment recurred at a later date.¿ it was noted that the patient¿s ¿treatment was progressing with stimulation settings with another lead placed in the target position and pain relief had been successful¿ following a (B)(6) 2024 surgical intervention. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-feb-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) ubd: 15-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.